Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: 6719, adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.